Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began (B)(6) 2012 at 11:30 p.m. The patient reported obtaining blood glucose results of "low, 75 and 213 mg/dl" with the subject meter (between 8:31 a.m. And 8:35 a.m.). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient said that she manages her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient also denied developing symptoms as a result of the alleged issue. However, the patient told the cca that she treated herself with orange juice immediately after performing the precision test with the subject meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. The cca also confirmed that the patient was using the correct test strips and that they were being stored properly in an undamaged vial. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient denied developing symptoms as a result of the alleged issue and there is no evidence of a decline in the patient's status due to the reported treatment. However, the alleged issue is being reported as a malfunction because, the results being compared exceed lfs's criteria for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.